Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked belt clip slot, a missing end cap sticker, a missing reservoir tube o-ring and a broken off reservoir tube lip. The reservoir tube lip was completely broken off and a test reservoir did not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, no delivery, displacement and rewind. Unable to perform the basic occlusion or occlusion tests due to the broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 469mg/dl. The customer's most current level was 216mg/dl. The customer states they treated with pump. The customer states the pump was damaged at the reservoir compartment. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.